Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event with symptoms including abdominal pain and cloudy effluent. Beginning on the day of onset, the patient was treated with vancomycin and cefepime nightly for one month (dosage and route not reported) for the peritonitis event. The patient was discharged after one day in the hospital. At the time of this report, the patient was recovering from the peritonitis with ongoing antibiotic treatment. Dianeal therapy was ongoing. Additional information was requested but is not available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers s14b17087 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as in (B)(4).